Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that a patient death occurred. A non bsc guide catheter was advanced to the left main (lm) to perform angiography. However, a plaque rupture occurred and after the contrast agent entered into the vessel sub intima, a vessel dissection occurred. It was also noted that acute coronary thrombus was formed along the left anterior descending artery (lad). The patient developed clouding of consciousness and the patient¿s heart rate slowed and blood pressure dropped. The physician started emergency treatment, including intravenous medications and a guide wire was used to enter the lad. Then a 3.0x12mm promus element ¿ stent was successfully implanted to treat the vessel dissection; however, it was noted that the patient¿s blood pressure still dropped and there was no flow to the lad. About one minute later ventricular fibrillation occurred. The physician performed emergency rescue measures for at least three hours, including defibrillation and chest compressions. The physician also attempted to use the extracorporeal circulation machine; however, the patient never regained consciousness and the patient expired.